Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Upon microscopic inspection it was found that the tip was in good condition. However, it was identified that the fiber connector had burn marks on the connector face and distorted light on the face. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. It is likely that the interaction between the fractured connector and blast shield led to the burn marks observed on the fiber face. Therefore, the reported event was confirmed. In addition, functional testing identified that the aiming beam was weak.

Event description:
It was reported that during an ureteroscopy procedure when the pedal was pressed to activate the console, it clicked like it was working but there was no energy coming out of the fiber tip. The procedure was completed using another fiber. There were no patient complications reported. The fiber was returned, and analysis identified that the fiber connector was fractured.